Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was reported from a healthcare provider (hcp) clarifying that the wires are not visible or palpable. Hcp states the implantable neurostimulator (ins) is protruding further from the patient's back than it was initially. There is also increased discomfort around the site. The cause of this was undetermined. To resolve the issue, they are planning to schedule the patient for ins revision under fluoro. However, this has not been scheduled, so the issue is still ongoing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that they have an appointment with their managing healthcare provider and the nurse practitioner because the implant is sticking out further than it used to, and the wires might also be sticking out. Patient also mentioned that for like the last month, the implant had slowly gotten to where it was sticking out further and they normally could barely feel implant unless they pushed down, but now they can feel it sticking out. The patient was redirected to their healthcare provider to further address the issue. [See (B)(4) for reported communicator issues].